Manufacturer narrative:
Label y 1036. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
According to the reporter, while monitoring a pt during oral surgery, the pt's ECG on the monitor screen was extremely noisy and could not be read. No adverse affects to the pt were reported as a result of the alleged malfunction.